Manufacturer narrative:
Received voluntary medwatch mw5151309.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in service. No adverse patient effects were reported.